Manufacturer narrative:
Device evaluation summary: the device was received at mentor without fluid. White and brown material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with an mentor smooth round moderate plus profile 800cc prosthesis. Deflation of the prosthesis was noted by asymmetry on (B)(6) 2018. As a result, bilateral prothesis replacement with mentor smooth round moderate plus profile prostheses was performed on (B)(6) 2018. No other product issues were noted, and the patient fully recovered with no residual effects.

Manufacturer narrative:
Mentor received the following information on 4/5/2018: the patient underwent primary breast reconstruction with a mentor smooth round moderate plus profile 800cc prosthesis. Date of implant: (B)(6) 2012. The device history record (DHR) was reviewed on 4/13/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).